Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, obstruction at drawer was observed which user was unable to clear. The customer informed that they received error message of failed hardware. The issue was affecting the main drawer 1 and the drawer was not opening. The customer stated that there was a delay in patient care as there was obstruction and drawer was unable to open. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system had an obstruction at the drawer. A field service engineer worked with the customer over the phone and the customer was able to recover and complete the drawer repair successfully to resolve the issue. The system functioned as intended after the field service engineer had investigated the issue.